Event description:
Device 1 of 2. The pt received 2 scs leads with different lot numbers. Reference MFR. Report 1627487-2012-03074. It was reported the pt is no longer receiving stimulation in her target area. Additionally, the pt is feeling strong stimulation in her upper back. An x-ray identified both scs leads have migrated. The physician believes the lead migration occurred during the pt's hospital stay. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.